Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that his son was hospitalized for high blood glucose levels over 500 mg/dl. Prior to the event, the customer ate dinner and the father felt that he probably didn't check his blood glucose levels prior to going to bed. The customer woke up feeling sick and vomiting. No troubleshooting was done as the father didn't have the insulin pump with him at the time of the call. Nothing further was reported.